Manufacturer narrative:
(B)(4). Medical device: oxf uni tib tray sz b lm PMA; item# 154720; lot# 783570. Oxf anat brg lt sm size 3 PMA; item#159540; lot#075460. Oxf twin-peg cmntd fem sm PMA; item#161468; lot#953870. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to the loosening of the tibial tray and pain in the left knee, approximately one year post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.